Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) connected with the customer and customer stated that the system was hanging. Review of system log file identified frontal ippc error. Upon troubleshooting, it was found that the system was hanging at startup and rse restarted the system and issue was resolved. However, the issue reoccurred and philips engineer reinstalled the system software image. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.